Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was from the connector. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.